Manufacturer narrative:
This event has been treated in leventon (B)(4). However, it was not possible to assess the complaint, since we don't have any information about the event (device problem, model, lot number, sample) .

Event description:
No information available.